Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image function did not function normally due to the failure of the cable, and the phenomenon of no image appeared might have occurred. It was determined that the failure of the cable was due to client handling. The indicated phenomenon can be prevented by following in the description in the instructions for use which states: [precautions against frozen or lost endoscopic images]. ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, no image available on the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: the inner wiring or inner parts in the plug are damaged. The cable unit has to be replaced for correct function. Additional information regarding this event has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.